Event description:
A report was received from the FDA medwatch medical products reporting program that a pt experienced microbial keratitis while using renu with moistureloc multi-purpose solution. The pt presented to a clinic complaining of construction irritant getting in the left eye. The pt had a one day history of an irritant (dirt) in the eye. The pt complained of pain with foreign body sensation. Upon examination a 2-3 mm corneal abrasion was found. The following day, the pt had corneal inflammation. Diffuse focal opacities. He was treated with tobrex eye drops. The pt's eye healed after two weeks, with 20/20 vision and some residual inflammation on the cornea. The pt had no symptoms and discontinued treatment 1n 3/06. The right eye began in 4/06. The pt presented with accidental trauma from sand and shell debris in the right eye. The pt had similar symptoms of pain with foreign body sensation. A 4 mm corneal abrasion with infiltrates was noted. Routine bacterial culture was negative. The pt began unspecified antibiotics the next day. The condition worsened with count finger vision only. Increased infiltrates diffuse to the cornea was present. The pt was then taken the the hosp. Cultures and smears taken of the cornea and contact lens for fungus were negative stains, no growth for fungus. Two week cultures were also negative. The pt was subsequently prescribed natamycin (antifungal) eye drops every hour and oral ketoconazole (400 mg first day to 200 mg everyday). Gradually, the pt was better. The abrasion healed two days later with 20/100 vision. Infiltrates gradually improved. The following month, the pt's vision was 20/25. Medications were tapered and then discontinued. The pt had no further symptoms although corneal inflammation continued to be greater in the right eye over the left eye.

Manufacturer narrative:
Bausch & lomb initiated an investigation that evaluated the mfg facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. All of the records indicate there were no anomalies that could have been related to the report, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product release sterility evaluations met criteria. Product retain sample testing was completed where lot numbers were available and indicated that all chemical and biocidal performance was effective against microbial challenges as required. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fusarium keratitis in unusual circumstances. We are continuing to investigate this link but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.